Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR or sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system in 2009. The patient was last seen at the doctor's office the following month, and had been on oral antibiotic therapy for three weeks. A culture of the ipg pocket was performed and the result was negative. The patient was admitted to the hospital three days later, for asystematic inflammatory response syndrome. The scs system was removed the same day and discarded. The patient was placed on a pic line for IV antibiotic therapy the following day, and released from the hospital the following day. The patient passed away the next day. It was reported that the physician stated the death was likely due to a pulmonary embolism or myocardial infarction.